Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # unk. Additional information was requested and the following was obtained: what is correct device reload? Ecr60w is the correct code. Correct lot number could not be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 batch # unk additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Suture sewing and clip. How much blood was lost (ml)? 50ml. Did the patient require a transfusion? No. Is the current patient status known?? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the white cartridge was used to occlude the pulmonary vein , but the remnant of the pulmonary vein continued to ooze blood, which was later successfully stopped with electrocoagulation. No additional information could be provided.